Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to moisture damage on keypad trace. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test due to keypad anomaly. No blank display.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's aunt was taken customer to the emergency room, because customer had unexplained high blood glucose. The blood glucose reading was 435 mg/dl. Nothing further was reported.